Event description:
It was reported a patient's atrial lead presented with high capture thresholds due to dislodgement, discovered via fluoroscopy. The lead was explanted and replaced in a procedure on (B)(6) 2024. Post-procedure the patient was stable.